Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer the unit is leaking. MDR filed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-00737. This is a non reportable event for invacare. This event relates to a product that was manufactured in the USA by macro technologies, llc. Who will filed an MDR on their own behalf. Therefore, invacare will notify the OEM of this issue via written correspondence.